Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was published in the journal of interventional cardiac electrophysiology (2023) 66:215¿220 in an article titled "long-term outcome of ventricular tachycardia ablation in patients who did not undergo programmed electrical stimulation after ablation", takeshi kitamura, https://doi.org/10.1007/s10840-021-01037-4. A total of 183 ablation procedures in patients with shd who underwent catheter ablation for vt by using an irrigated ablation catheter between november 2009 and december 2018 were retrospectively searched. This retrospective observational analysis evaluated vt ablation procedures in patients with shd in whom pes was not performed at the end of the vt ablation procedure. The review revealed events of 2 cardiac tamponades, 2 transient atrioventricular blocks, 1 cardiac arrest, and 1 air emboli in the right coronary artery occurred.